Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report inability to remove lock line, clip opened while locked requiring minor surgery to remove the clip which is considered medical intervention. It was reported that the index mitraclip procedure was performed on (B)(6) 2012 to treat functional mitral regurgitation (mr) with grade 4. One clip was implanted, reducing mr 2. On (B)(6) 2020, a procedure was performed to treat normal development of the disease, mr jets in the medial and lateral position of the previous clip implanted in 2012. The first clip was implanted without problems and leaflet insertion assessment was performed per the instruction for use (IFU). After a couple of minutes, the clip appeared to have a single leaflet device attachment (slda). The clip had detached from the posterior leaflet. It was decided to implant another clip medial to solve the medial jet. The clip was placed and during deployment sequence, the lock line was pulled out approximately 25 cm and would not retract any further. The lock line did not work. Therefore, it was decided to deploy the clip and remove the lock line as part of the deployment. During this maneuver, the clip was opened and inverted, and it was decided to remove the clip to avoid embolism of the clip. A vascular surgeon was required to remove the clip from the vein. Mr remained the same. The patient remained stable and was recovering from the minimal vascular intervention. No additional information was provided.

Event description:
(Revised description) it was reported that the index mitraclip procedure was performed on (B)(6) 2012 to treat functional mitral regurgitation (mr) with grade 4. One clip was implanted, reducing mr 2. On (B)(6) 2020, a procedure was performed to treat normal development of the disease, mr had increased to 4+, there were mr jets in the medial and lateral position of the previous clip implanted in 2012. The first clip (cds0702-xt, 00901u114) was implanted without problems and leaflet insertion assessment was performed per the instruction for use (IFU). After a couple of minutes, the clip appeared to have a single leaflet device attachment (slda). The clip had detached from the posterior leaflet. It was decided to implant another clip (cds0702-nt, 00902u220) medial to solve the medial jet. The clip was placed and during deployment sequence, the lock line was pulled out approximately 25 cm and would not retract any further. The lock line did not work. Therefore, it was decided to deploy the clip and remove the lock line as part of the deployment. During this maneuver, they tried to open the clip and did not open. It was decided to remove the clip to avoid embolism of the clip. A vascular surgeon was required to remove the clip from the vein. Mr remained the same at 4+. The patient remained stable and was recovering from the minimal vascular intervention. Device analysis of the returned steerable guide catheter found that the silicone valve was torn, and flush port was broken. Additional information reported that the valve damage was due to the clip being extracted by the physician at the end of the procedure. Additional information received reporting that on 01/27/2021 an additional procedure was performed to place the additional clip that the physician wanted to implant in the medial position of the valve on (B)(6) 2020. The clip was implanted, reducing mr from 4+ to 3. There was no issue during the procedure or allegation against the clip used. No additional information was provided.

Manufacturer narrative:
All available information was investigated, the returned device analysis could not replicate the reported difficult to open or close as the clip was attached only to the lock line (via harness); however, upon installation on a shorty catheter, the clip actuated with no issues. The reported mechanical jam was confirmed due to an observed knotted lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a conclusive cause for the knotted lock line could not be determined in this incident; however, mechanical jam appears to be a cascading effect of knotted lock line. Additionally, a conclusive cause for difficult to open or close could not be determined in this complaint. The reported removal of foreign body and surgical procedure are a result of case specific circumstances as a vascular surgeon was required to remove the clip from the vein. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.h6: 3026 removed replaced with 2921.